Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to resistance on usm3 insertion axis. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm3. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the user informed the technical support engineer (tse) that there was resistance on the universal surgical manipulator (usm)3 insertion axis. The tse checked the system logs but found no related errors. The tse instructed the user to reseat the instrument and sterile adapter (sa) on usm3 and to check the drape position to ensure it was not pinched by the carriage during insertion. The issue persisted, so the tse advised inspecting the insertion axis linear trail on usm3 for loose screws, but none were found. The tse then suggested swapping the instrument between usm3 and usm2, but the issue remained on usm3. The tse also recommended using a different trocar on usm3, but the problem persisted. Finally, the tse asked if it was possible to proceed using only three arms, which the user confirmed. The procedure abandoned the usm3 and continued with the procedure using the remaining usms. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis, and the reported issue was not confirmed or replicated. In system logs there was no data found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was not confirmed based on failure analysis. Failure analysis concluded that the balls crew is the potential root cause for this issue which is likely a component problem causing a mechanical problem within the usm.